Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Doctor was taking out an infected hemi hip. He was putting back an antibiotic cement spacer from another company.